Event description:
It was reported that the patient developed blood clots in her right leg after her implant procedure. The patient underwent a procedure with a vascular surgeon in which a filter was placed. In addition the patient was experiencing severe headaches that improve while laying down and worsen when sitting up or standing. The physician has ordered a computed tomography myelogram to check for a cerebrospinal fluid leak. It is not known if the blood clots or headaches are device or procedure related and the physician will not know more until after the myelogram is taken. Additional information was received that the physician assessed that the blood clots and severe headaches were not device or procedure related. There was no medical intervention provided for the headaches. The physician assessed that the blood clots were due to the patents inactivity after surgery. The patient developed a deep vein thrombosis that traveled to her lungs causing a pulmonary embolism.

Manufacturer narrative:
Correction to initial MDR in field f10.

Event description:
It was reported that the patient developed blood clots in her right leg after her implant procedure. The patient underwent a procedure with a vascular surgeon in which a filter was placed. In addition the patient was experiencing severe headaches that improve while laying down and worsen when sitting up or standing. The physician has ordered a computed tomography myelogram to check for a cerebrospinal fluid leak. It is not known if the blood clots or headaches are device or procedure related and the physician will not know more until after the myelogram is taken.